Event description:
It was reported that the physician was using the iab via a subclavian approach. After pulling a vacuum twice, the balloon unwrapped. After the vacuum was pulled the third time, the insertion was accomplished. The iab was later surgically removed from the pt due to a slow leak, thought to be a tubing connection leak. There were no pt complications.